Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) code. An electromagnetic interference (emi) from a medical procedure was related to the issue. The hcp performed a reset on the implantable neurostimulator (ins) with the clinician programmer (cp). The issue occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.